Manufacturer narrative:
Multiple attempts were made to obtain add'l info from the clinic, however, were unsuccessful. The ancure endograft has not been returned. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Event description:
Boston scientific (formerly guidant) received info from the pt's clinic that this ancure endograft was explanted approx eight years post implant for an unk reason. It was noted that the clinic also follows the pt for another vascular reasons.